Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 64383 was returned and analyzed. Visual inspection of the sheath showed the shaft was intact with no apparent issues. The reported air ingress could not be reproduced during the pressure test. Multiple aspirations/ injections were performed without air bubbles or leaks. The dilator could not be snap locked into the sheath handle. The dilator luer was defective. In conclusion, the reported air ingress was not confirmed through testing. However, the sheath failed the inspection due to the dilator luer damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when flush was performed, air was introduced from the hemostatic valve of the sheath. The sheath was replaced. It was then observed with the second sheath that the dilator failed to be locked. Therefore, the sheath was replaced again. The case was completed with cryo. No patient complications have been reported as a result of this event.